Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On 09/02/2009, the reporter/layperson (pt's daughter-in-law) complained that the pt's replacement onetouch select meter would not turn on when she attempted to test two days prior, in the afternoon. Although unable to test, the pt took her usual dose of metformin. In the evening, the pt became shaky and consumed oral glucose to relieve the symptoms. During troubleshooting with the reporter, the cca discovered the pt was attempting to test with onetouch ultra test strips rather than with select test strips, the reason for the alleged issue. Although the perceived issue was resolved, the reporter requested another replacement. Since the reporter alleged the pt's blood glucose became low (based upon her symptoms) and had been unable to test due to the issue, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the suspect product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.